Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160 / lot 155582 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h / lot 155582 . Test base part number 195-160 / lot 155582 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155582 showed that the complaint rate is 0.002% . A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 155582 showed that the complaint rate is 0.0009% in conclusionthe manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d3, g1, and g4.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated field g3.

Manufacturer narrative:
This supplement report is being submitted to correct the section g3 in supplement report 2 and 3. For supplement report 2 the date in g3 is 28nov2022 and for supplement report 3 the date in g3 should be 23dec2022.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binax now¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The customer reported that the first binax now¿ covid-19 antigen self test performed thursday and generated negative results. Repeat testing was performed on friday also, generated negative results. The customer reported that tests were not performed on saturday and sunday as the user did not work on those days. A third test was performed on monday after the patient was vaccinated and positive results were obtained. The customer reported that the patient would proceed with pcr confirmation testing as part of the company's protocol; however, the results are unknown at this time. The customer was unable to provide any further information and therefore; no additional patient information, including treatment and outcome, were obtained.